Event description:
It was initially reported that the patient was having an increase in seizure and pain at the generator site. The generator was unable to be interrogated and believed to be at end of service. The patient had a generator replacement.good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Date of birth, corrected data: additional information was received which indicates that the patient's date of birth was different from what was originally reported.

Event description:
Follow up with the physician's office found that the increase in seizures experienced by the patient in may was related to the end of service condition of the vns generator. There was no reported pain at the generator site. Attempts were made for the device information from the implanting facility, and the device information was provided.

Event description:
It was reported that the explanting facilities procedure is to discard explanted products. The device will not be returned for analysis.